Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was occurred with the scratches on the subject device due to applying an external force such as hitting or dropping. The scratch on the subject device might have been spread with twisting and pulling when it was used or reprocessed. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found the ultrasound transducer surface of the subject device partially peeled off during the incoming inspection for repair at olympus service operation repair center (sorc). There was no report of patient injury associated with this event.